Event description:
The freedom driver was not supporting a patient at the time of the event. During routine evaluation, a syncardia technician reported that the freedom driver. The customer, a (B)(6) hospital, reported that the freedom driver. The customer, a syncardia authorized distributor, reported that the freedom driver. The customer, a (B)(6) hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Visual inspection of external components found red and blue tape had been applied to the tygon tubing at the junction between the tubing and the male and female connectors. Because of this, tape was removed and leak testing was performed. No leaks were detected during testing. Visual inspection found housing boss cracks on the front cover, bottom right and top left corners, a chip on the power adaptor slide mount; particulate debris located in the front and back housings as well as on top of the primary motor. Scuff marks were found on the primary motor and main pcba. Driver alarm history review found two new alarms recorded in the driver eeprom; one "4a" fault code alarm and one "4b" fault code alarm. Both alarms record in the data file as a result of the driver running while disconnected from the patient or patient simulator. The customer reported a fault alarm; however, only permanent fault alarms record in the data history file. Observation testing was conducted over a 96-hour period to attempt to reproduce the reported fault alarm. There were no alarms observed during the observation run. Alarm history data review confirmed two permanent fault alarms on the freedom driver. The root cause of the customer reported fault alarm could not be determined. During incoming testing and testing completed per the investigation, the driver passed all test requirements and functioned as intended. The investigation identified a device malfunction related to housing boss damage found in the driver front and rear housing covers, which can result in liquid ingress impacting internal components. Syncardia has a corrective and preventative action (CAPA) for the issue of broken bosses on front freedom housings. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5435 comp (B)(4) follow-up report 1.

Manufacturer narrative:
Visual inspection of external components found red and blue tape had been applied to the tygon tubing at the junction between the tubing and the male and female connectors. Because of this, tape was removed and leak testing was performed. No leaks were detected during testing. Visual inspection found housing boss cracks on the front cover, bottom right and top left corners, a chip on the power adaptor slide mount; particulate debris located in the front and back housings as well as on top of the primary motor. Scuff marks were found on the primary motor and main pcba. Driver alarm history review found two new alarms recorded in the driver eeprom; one "4a" fault code and one "4b" fault code alarm. Both alarms record in the data file as a result of the driver running while disconnected from the patient or patient simulator. The customer reported a fault alarm; however, only permanent fault alarms record in the data history file. Observation testing was conducted over a 96-hour period to attempt to reproduce the reported fault alarm. There were no alarms observed during the observation run. Alarm history data review confirmed two permanent fault alarms on the freedom driver. The root cause of the customer reported fault alarm could not be determined. During incoming testing and testing completed per the investigation, the driver passed all test requirements and functioned as intended. The investigation identified a device malfunction related to housing boss damage found in the driver front and rear housing covers, which can result in liquid ingress impacting internal components. Syncardia has a corrective and preventative action (CAPA) for the issue of broken bosses on front freedom housings. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5435 (B)(4) follow-up report 1 v3.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.